Event description:
This pacemaker was unable to be interrogated. All troubleshooting attempts were unsuccessful. Patient was hospitalized in (B)(6) 2013 and did undergo medical procedures. The device seen to be functioning appropriately on telemetry. Suggested follow-up tomorrow to re-check device. On (B)(6) 2013 - the patient, who is (B)(6), was followed-up in his home and they were still unable to interrogate the device. It is, however, pacing and sensing just fine. Due to this and the patient's age, the plan is to do in-office follow-ups to monitor it. The field rep also stated, the physician said the patient had cautery in the throat area and he is fairly certain this is the cause of the issue.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.